Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort, causing skin irritation while charging the ipg. In turn, patient stopped using the scs system and ipg could not communicate with external devices and deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced with a non-rechargeable ipg. Therapy was confirmed post-procedure. Reportedly, patient has no skin irritation.